Event description:
The liner did not lock into the epiphysis as designed. Step repeated number of times. Second liner opened and inserted, however, this did not lock correctly either. Monoblock stem was cemented in, so the surgeon was not prepared to remove to replace epiphysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.